Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 and the ipg was repositioned into a new pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.